Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the cgm did not alert for a low. The patient´s mother found the patient having seizures. The cgm reading was between 50 mg/dl and 60 mg/dl, neither the patient nor any of his 3 followers were alerted for the hypoglycemia. The paramedics were called and there was no additional information for the medical intervention nor the treatment provided to the patient. Although follow up attempts for additional information have been made to the reporter and the patient, contact was unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined.